Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007 for permanent contraception. On (B)(6) 2007 an hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe and constant pelvic pain, abnormal bleeding and clotting during menses, fatigue, and weight gain. She also discovered that the coil in her right tube had migrated. On (B)(6) 2016 she underwent a total hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain amongst non serious events. She also discovered that the coils in her right tube had migrated (device dislocation). Plaintiff underwent a total hysterectomy and bilateral salpingectomy, eight years after essure insertion. Pelvic pain and device dislocation are anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. The exact date and mechanism of dislocation were not reported, however, considering the event's nature, it was considered related to the suspect insert. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant pelvic pain/pain'), device dislocation ('coil in her right tube has migrated') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included irregular menstrual cycle, ovarian cyst, nabothian cyst and uterus enlarged. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal bleeding and clotting during menses") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total robotic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the device dislocation, menstrual disorder, fatigue and weight increased outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: occluded right and left fallopian tubes. Diagnostic results: cervical high risk human papillomavirus (hpv) dna test positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, menstrual disorder, lower abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received : outcome of abnormal vaginal bleeding, dysmenorrhea,vaginal discharge was changed from unknown to recovered/resolved no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain amongst non serious events. She also discovered that the coils in her right tube had migrated (device dislocation). Plaintiff underwent a total hysterectomy and bilateral salpingectomy, eight years after essure insertion. Pelvic pain and device dislocation are anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. The exact date and mechanism of dislocation were not reported, however, considering the event's nature, it was considered related to the suspect insert. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain/pain"), device dislocation ("coil in her right tube has migrated") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included irregular menstrual cycle, ovarian cyst, nabothian cyst and uterus enlarged. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal bleeding and clotting during menses"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total robotic hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (total robotic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the device dislocation, menstrual disorder, fatigue, weight increased, vaginal haemorrhage, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occluded right and left fallopian tubes cervical high risk human papillomavirus (hpv) dna test positive, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, menstrual disorder, lower abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2018: plaintiff's fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, vaginal discharge, lower abdominal pain, abdominal pain, were added. This spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain amongst non serious events. She also discovered that the coils in her right tube had migrated (device dislocation). Plaintiff underwent a total hysterectomy and bilateral salpingectomy, eight years after essure insertion. Pelvic pain and device dislocation are anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. The exact date and mechanism of dislocation were not reported, however, considering the event¿s nature, it was considered related to the suspect insert. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.